Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that patient reports aggressive, sometimes bloody skin allergy with severe burning and unbearable itching.